Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported, during a routine follow-up CT, a distal type I endoleak was discovered. Currently, the vessel morphology was reported as the thoracic neck is 35 mm in diameter at the left subclavian artery, distal seal zone is 32 mm in diameter and disease progression resulting in thoracic neck dilatation. It was reported, during a routine follow-up CT, a distal type I endoleak was discovered. The physician implanted a distal talent captivia 36 extension and the distal endoleak was resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (disease progression; distal thoracic aorta dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression; distal thoracic aorta dilatation).